Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via study where subject had blurry vision and the intraocular lens (iol) rotated a month after the implantation. The iol was repositioned. In the surgeon's opinion, anterior chamber irrigation for persistent cortical remnants a day after implantation was the cause of the event. Additional information has been requested.